Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 08/26/2019. Philips authorized representative found the oxygen sensor defective. The problem was confirmed. The oxygen flow sensor was replaced and the unit is back in service.

Event description:
Customer reported low o2. There was no patient involvement reported.